Event description:
According to the customer, she was walking out the front door with the rollator. She states the right front wheel popped off after lifting the front of the rollator to get out of the house. When she put it back down on the sidewalk, the wheel fell off. The adjustment went missing. Customer reports she tripped onto the brick house, however she is ok and no injuries were reported. Customer states the wheel does not go back on and the knob is stripped and spins around.

Manufacturer narrative:
According to the customer, she was walking out the front door with the rollator. She states the right front wheel popped off after lifting the front of the rollator to get out of the house. When she put it back down on the sidewalk, the wheel fell off. The adjustment went missing. Customer reports she tripped onto the brick house, however she is ok and no injuries were reported. Customer states the wheel does not go back on and the knob is stripped and spins around. Customer reports it was a trip, not a fall. She lost her balance and put her hand on the wall. Due diligence was completed and customer did not provide any additional information. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.